Manufacturer narrative:
(B)(4). Attempts have been made to gather all product identification information, and no further information has been provided. D10: medical products: item#: unknown, unknown dvr plate; lot#: unknown. G2: foreign: norway. G2: literature: the rate of major complications following distal radial fractures treated with one specific volar locking plate: a retrospective study of 1,597 consecutive cases in 1,564 patients olsen, ole-gunnar et al. Journal of hand surgery, volume 0, issue 0, https://doi.org/10.1016/j.jhsa.2025.01.022. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial surgery on an unknown date. Subsequently, the patient underwent an additional surgery due to infection on an unknown date. Attempts have been made to obtain additional information. No additional information has been received at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.